Event description:
It was reported that a patient underwent a cesarean section procedure on (B) (6) 2010. During the procedure, the tip of the needle broke off. An x-ray taken and the tip was recovered during the same procedure with no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.